Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res# (B)(4) was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported thermal event. No lot release records were reviewed, as the product serial number provided was not valid.

Event description:
The patient reported their dash personal diabetes manager (pdm) battery is bloated and the pdm will no longer work.